Event description:
A customer contacted beckman coulter, inc. (Bec) to report a leak on the synchron lx 20 system. The customer reported a leak under reagent probe b. The customer was not aware of any erroneous results that were released out of the lab. No effect to patient or user was reported in connection with this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched for the event. The fse replaced the bubble generator to resolve the issue. Repair was verified per established procedures. Results met published performance specifications. (B)(4).